Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor displayed a "stand by" error code and failed to operate. The user reported three occurrences of this same event. The device was not changed out for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient during this event.